Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified error message on the adc device and was unable to obtain readings. As a result, the customer experienced hypoglycemia, confusion, disorientation, lack of consciousness, and blurred vision. The customer was transported to the hospital where they received a glucose IV treatment by a healthcare professional. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
See section h-11 for correction. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The initial report was submitted inadvertently as based on the complaint details, the customer reported only one medical event associated with adc device which is reported under emdr 2954323-2023-37949. Disregard emdr 2954323-2023-37947.

Event description:
A customer received an unspecified error message on the adc device and was unable to obtain readings. As a result, the customer experienced hypoglycemia, confusion, disorientation, lack of consciousness, and blurred vision. The customer was transported to the hospital where they received a glucose IV treatment by a healthcare professional. No further information was provided. There was no report of death or permanent impairment associated with this event.